Manufacturer narrative:
Customer reported the suspect device in not available for investigation.

Event description:
Customer reported: several instances of oxygen tubing becoming detached from the wall pieces. The latest incident of this happening resulted in significant oxygen desaturation for the patient. Patient injury: yes.